Manufacturer narrative:
The investigation determined that a higher than expected vitros vanc quality control result was obtained from a vitros tdm qc fluid run on a vitros 5,1fs chemistry system. A definitive assignable cause for the event could not be determined, however, the calibration in use or an instrument related issue cannot be ruled out as contributing to the event. It is unlikely a vitros vanc reagent issue contributed to the event, however, as an insufficient number of replicates were obtained during the vanc pre-service precision test, it cannot be completely ruled out. A definitive assignable cause for the event cannot be determined.

Event description:
A customer observed a higher than expected vitros vanc quality control result from a vitros tdm quality control fluid processed on the vitros 5,1 chemistry system. Tdm l1 vitros result 12.56 ug/ml versus expected 9.5 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report that patient samples were affected. However, the investigation cannot definitively conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).